Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular lead exhibited loss of capture one day post implant. Device interrogation revealed an increase in threshold measurements and a decrease in r-wave measurements. Impedance measurements were 480 ohms in bipolar configuration and 350 ohms in unipolar configuration. A chest x-ray showed the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.